Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction that required medical intervention. The clinical investigator reported two areas on his abdomen that were hard, warm, red and tender to touch. One site was on the right side of the abdomen, the other was on the left side of the abdomen. The patient was evaluated by the primary investigator and advised the patient to see his healthcare provider. The insertion date was not provided. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available. This record is to capture 2 of 2 skin reactions.